Event description:
It was reported that the tubing from a cadd® cadd® administration set started to leak at the filter. Care provider was able to prime tubing and start infusion; but quickly following the infusion initiation, the tubing starts to leak at the filter. There was no apparent harm to the patient.

Manufacturer narrative:
Evaluation summary: leak testing on the sample received was performed using hydrostat vessel [cal. ID: (B)(4); due date: january 2019] to look for unusual functions; a leak was observed from a corner of the filter housing. Due to the fact there were no available lots for p/n 21-7036-01 to be manufactured in the near future, a review of the manufacturing process for p/n 21-7394-24 l/n 3667018 was conducted by quality engineer on 17-jul-2018, in order to verify that there are no situations or practices that could create the event as described by the customer. Production personnel performs a 100% visual inspection in order to inspect the welding filter's housing by checking for a raised lip around the outside edge; if the raised lip is low or not present, production personnel gently pull on the inlet port to verify welding. Production performs a leak test to 4 units at shift start up, the end of every shift, the beginning of every job, the end of every job; a new lot of materials/components or equipment adjustment. Quality personnel takes a sample of fifteen (15) units every two (2) hours, prior to placing product in bag, in order to verify that: filter following the below criteria; workmanship defects; proper housing welds; the tests are properly performed. The most probable root cause are: the filter was received damaged from the supplier; the filter became damage after the product left shm facilities. In order to address the possible causes that are within shm's responsibility the following actions were taken per previous complaints: a supplier notification (B)(4) was issued on 23-jul-2018 in order to knowledge the vendor that p/n 31-0426 was involved in a complaint; a notification of this complaint to the production personnel was conducted by the production supervisor on 17-jul-2018. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.